Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with the passed usm insertion test.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer contacted a technical support engineer (tse) and reported that arm 2's scope insertion and movement had resistance and was limited. The system logs did not show any errors. The customer only had arms 1, 2, and 3 docked for this case, so they undocked arm 2 and docked arm 4 and were proceeding with the scope on arm 3. The customer was asking to have the system serviced prior to the next cases on (B)(6) 2026. The procedure was completing as planned with no reported injury.